Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 13 months due to prosthetic aortic valve endocarditis. Per the op report, this patient is diabetic and had a nonhealing wound of his saphenous vein harvest site for seven months as reported by the patient. The patient had would healing issues or a wound infection. The patient also had blood cultures positive for coag negative staph. Intraop tee showed mobile densities on the prosthetic aortic valve consistent with vegetation. During explantation, the aortic valve prosthesis was noted to be grossly infected. The device was replaced with another edwards bioprosthetic valve. A tee examination showed no perivalvular leak. The patient tolerated the procedure well. Postop, the patient developed complete heart block, requiring permanent pacemaker implantation. Patient tolerated that procedure well.

Manufacturer narrative:
Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Existing heart disease and abnormalities increase the likelihood of developing endocarditis. In this case, the op report documents a nonhealing wound or infection that was likely the cause of the patient's endocarditis. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event cannot be confirmed. No further actions are possible with the available information.